Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable high ise indirect gen.2 sodium results for approximately 14 patient samples. The customer repeated testing on another cobas 6000 c (501) module. Of the data provided for 7 of the patient samples, only the results for four were discrepant. Patient 1 initial result was 151 mmol/l and the repeat result was 142 mmol/l. Patient 2 initial result was 147 mmol/l and the repeat result was 141 mmol/l. This patient was a (B)(6). Patient 3 initial result was 150 mmol/l and the repeat result was 143 mmol/l. This patient was a (B)(6). Patient 4 initial result was 149 mmol/l and the repeat result was 142 mmol/l. This patient was a (B)(6). The erroneous results were reported outside of the laboratory. Corrected reported were issued. There was no adverse event. The electrode lot number and expiration date were requested but were not provided. The customer repeated qc, but the results were unacceptable. She then recalibrated, but the calibration failed. She then changed the internal standard (is) and internal standard diluent and calibrated. The calibration again failed and analyzer alarms were generated. The customer then noticed the sipper probe was broken at the end. The field service representative found there was a mechanical failure. He replaced and adjusted the ise sipper probe. The customer performed qc and determined the analyzer was operating to all specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible causes include a mis-sampling issue, ise/reference flow related problems, calibration error, or other human factor.